Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on a laparoscopic bypass, the case ended normally. The patient presented rectal bleeding of not more than 500cc and there was melena. There was no patient injury.